Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner insulation breached; partial lead in segments returned and analyzed. All conductors were stretched and had blood/body fluid present. There was fracture of the distal and proximal conductors (overstress), the inner and outer insulation were melted, the inner insulation had cosmetic mio, and the outer insulation had cosmetic esc.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.